Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 515mg/dl with extreme thirst and excess urination. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It is unclear at this time if the patient remained on the pump or not. Additional information was not provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific delivery issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.